Event description:
It was reported that a spectrum pump under infused while using a baxter infusion set, taking an additional 30-60 minutes more than planned. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.